Event description:
N/a.

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/ serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Neither a lot/serial # or manufacture/expiration dates were provided, therefore only a partial UDI # is available.

Manufacturer narrative:
E1: event site name exceeded character limitations: (B)(6), tw ID#: (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported hemopro2 adaptor had a loose connection to the power supply/hp generator. Used another vh-4020 for case. No patient affects or delays reported.